Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: was the piece, valve a black piece of the device? Yes. Did the piece come out of the inside of the device? Yes. Is there a picture available of the valve? No.

Event description:
The valve disconnected and went to the abdomen. The valve was recovered and the issue was solved using another trocar.

Manufacturer narrative:
(B)(4). Batch # unknown. The analysis results of the cb12lt found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.